Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing with unnecessary pacing was observed on the right atrial (ra) lead. The ra lead remains in use and no programming changes were made. No patient complications have been reported as a result of this event.